Event description:
Same case as MFR #6000089-2006-02409. It was reported that post index procedure, the pt had a target vessel revascularization (tvr) due to in-stent restenosis. (Isr). The pt presented with a positive echocardiogram for the index procedure. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the distal right coronary artery (rca). The vessel was 3.1 mm wide, 12.7 mm long, 94% stenosed, and without calcification and tortuousity. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal rca. The vessel was 3.7 mm wide, 15.6 mm long, and 82% stenosed. The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt rec'd aspirin, plavix, and a gpiib/iiia inhibitor during the procedure. The pt was discharged one day later on aspirin and plavix. One day 290, the pt presented for a stress test after complaining of breathlessness. ECG revealed non specific st changes and echocardiogram was consistent with ischemia in the inferior wall and septum.angioplasty was performed on day 295 to the mid and distal rca. A 3.0 x 12 mm taxus stent was advanced, but would not cross the previously placed proximal stent. A new wire was placed and the 3.0 x 12 mm stent was placed in the distal vessel. After some difficulty of passing the bend in the proximal stent, a 3.5 x 24 mm taxus stent was deployed in the mid rca. The events were considered resolved the following day, and the pt was discharged on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvr and taxus stent.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The manufacturing records for top assembly batch 7329545 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. These complaints are trended on a monthly basis.